Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a scratched screen that made it difficult to read. The customer declined to provide the blood glucose reading. The customer also reported that the insulin pump required frequent battery changes, rejected new batteries, and unexplained no delivery alarms. He stated that the up button was sticking and also noted some cracks on the device. He declined 24 hour helpline assistance. Nothing further reported.